Manufacturer narrative:
(B)(4) the event is currently under investigation.

Event description:
A (B)(6) white male presented at the time of enrollment with a 56 mm aortic aneurysm. The proximal neck had a parallel shape with partial plaque/thrombus. There was mild tortuosity, no occlusive disease, and mild calcification of the bilateral iliac arteries. On (B)(6)-2015, under general anesthesia, the patient received a 28 mm x 84 mm main body graft, a contralateral (left) 16 mm x 90 mm iliac leg graft, and an ipsilateral (right) 20 mm x 90 mm iliac leg graft. The devices were deployed without difficulty. A molding balloon was used without complications or difficulties. No ancillary components were used. Iliac angioplasty was performed bilaterally within the grafts after deployment. There were no adverse events observed during the procedure. At the completion of the procedure, the graft was fully implanted and patent with no kinks or endoleaks. The patient was discharged on (B)(6)-2015 (two days post procedure) and no adverse events were reported. Core lab analysis of the procedure angiogram noted a patent graft with no evidence of endoleak or kink. (B)(6)-2015 CT scan and x-ray (one-month follow-up) core lab analysis: the x-ray revealed that the device was intact with no barb separation, stent fractures, component separation, device compression, device stenosis or kinks. Core lab analysis of the x-ray concurred. The CT scan revealed the graft was intact with no barb separation, stent fractures, or kinks. A type ii lumbar endoleak was noted. On (B)(6)-2015 (112 days post procedure), the patient underwent a secondary intervention to treat an occlusive thrombus of the right iliac limb. Treatment included thromboembolectomy with fogarty balloon and aspiration, and placement of two uncovered wall stents inside the right iliac limb. After the intervention, the occlusion was resolved. No other adverse events related to the device have been reported.

Manufacturer narrative:
Investigation narrative: a review of the complaint history, device history record, documentation, instructions for use (IFU), specifications, trends, and quality control was conducted during the investigation. The complaint device was not returned, therefore no physical examinations could be performed; however, a document based investigation was performed. There is no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the available information and the imaging review, "right limb thrombosis secondary to rapid development of neointimal hyperplasia¿ is indicated. The available information suggests that the right limb rapidly developed neointimal hyperplasia and then thrombosed, which would relate the event to the patient¿s condition. However, in the absence of the returned device and accompanying investigation, a malfunction of the device cannot be excluded as a potential cause of the event. A definitive root cause cannot be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.